Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. There was no patient involvement. The customer reported to have replaced the expiratory transducer pcb. Covidien was not authorized to repair the vent.